Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a (B)(6) y/o male pt, the device display froze. The device was turned off/on and the device's display froze. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.